Manufacturer narrative:
Although a definitive conclusion cannot be made regarding the root cause of the reported infection, patient factors including driveline exit site management and patient comorbidities may increase the risk of infection; with no indication of any device malfunctions or performance issues. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Driveline site infection a known potential adverse event associated with the use of all vads as outlined in the instructions for use (IFU). The IFU and patient manual addresses guidelines for optimal patient management including pre and post-operative infection control measures and driveline care. Device remains implanted.

Event description:
It was reported from the clinical study site that the patient on (B)(6) 2015 called the ventricular assist device (vad) office to report increased drainage described as bloody and full of pus from her driveline exit site. The site was stated to have been malodorous, with pain from increased movement and a temperature of 100 degrees f. Patient was asked to come to clinic for urgent evaluation and was admitted for infection management. On (B)(6) 2015 the patient remained afebrile and driveline drainage showed much improvement, it was stated that the event had resolved and the patient was discharged home. No additional information available.